Manufacturer narrative:
Model number: 720185-01, lot number: 1000212590, model description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to suspected infection as the implant site exhibited persistent redness and inflammation following a bout of pneumonia. All components of the ipp were removed and the patient was then implanted with a malleable prosthesis. There were no additional adverse patient effects. The explanted components are expected for return. A supplemental report will be filed should additional information received, or upon receipt of the device and completion of analysis.